Event description:
It was reported that the caller experienced difficulties pressing the quick bolus/wake button on the pump, which often required multiple attempts to activate the screen. There was no adverse impact on the customer¿s blood glucose level. The customer service team instructed the caller on how to press the button effectively and assisted in attempting to remove the pump from its case, concluding that the caller would continue efforts to remove the case before contacting support again for further troubleshooting.